Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated. Further investigation revealed corrosion damage to the rotor. A broken press plug and drive pin were also noted. The motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was called in for repair due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.